Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of surgery, the tip of the spine clamp driver was outworn. There was no patient present at the time of the issue.

Manufacturer narrative:
The driver for the spine clamp was returned to the manufacturer for evaluation. Testing found that the tip of the driver was rounded out. Functional testing found that the sides contacted, allowing use of the driver. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.